Event description:
Patient developed symptoms of painful hip 18mths post-op.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.